Manufacturer narrative:
Concomitant products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Event description:
It was reported the patient had increased pain that resulted in in-patient or prolonged hospitalization. Additional information has been requested, but was not available as of the date of this report.